Event description:
Event description guidant received information that patient was admitted to the hospital with syncope. Subsequently, this implantable cardioverter defibrillator (ICD) could not be interrogated.